Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited p waves amplitude variation and unspecified over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited p waves amplitude variation and noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the asymptomatic patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited p waves amplitude variation and noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition", rather than "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited p waves amplitude variation and unspecified over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition."